Event description:
It was reported the device was used during a pneumonectomy. It was reported that a bronchopleural fistula resulted. It was reported by the rep the stump was air tight and eight days post-operatively there was no necrosis. It was reported to the "cin" by the surgeon after the device was fired, the lung was blown up and the staple line was tight. While closing it looked as though the staples were not as tight. The broncheal stump leaked. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.56079/a. D5,6; h4: info not available, device not returned for analysis.